Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to a change in threshold after initial implant. It was discovered that the lead caused a cardiac micro perforation and the patient was experiencing pain. As a result, the lead was surgically repositioned the day after initial implant. The patient had no pain after the lead was repositioned. One week later, a healthcare provider (hcp) contacted boston scientific technical services (ts) for a review of device data. The hcp reported that the patient had a heart rate in the 40 beats per minute range with no rv capture observed on the presenting electrogram. The rv auto-threshold was noted to be in suspension with a rv threshold greater than the programmed rv output. Ts noted this auto threshold episode could not be viewed as it occurred outside the review collection period. In addition, a right atrial automatic threshold (raat) episode electrogram from that day appeared to show crosstalk oversensing with the right atrial lead capturing on the rv channel. Further review was recommended by ts and the hcp stated they are consulting cardiology. Ts also notified the boston scientific representative regional support staff of this issue via email. The rv lead was subsequently explanted and replaced the next day. No additional adverse patient effects were reported.